Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device did not cut sufficiently an would stick to tissue after activation. The device was difficult to remove from the sealed tissue. There was an end tone but no regrasp alerts. The instrument had been used with an ft10 generator, which had been recently upgraded. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found excessive eschar on the seal plates and in the knife track. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The product instructions for use provides recommendations for knife-cutting. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not cut sufficiently and would stick to tissue after activation. The device was difficult to remove from the sealed tissue. There was an end tone but no regrasp alerts. The instrument had been used with an ft10 generator, which had been recently upgraded. There was no patient injury. Additional information states the procedure was a laparoscopic assisted vaginal hysterectomy, and the instrument was pulled from the tissue by manipulation through a second grasper. There was no patient injury.